Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ powerloc max safety infusion set. The sample was received with the safety mechanism engaged and a needleless injection cap attached to the luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from an adhesive application site and the top of the needle housing. Microscopic inspection of the sample using a uv light source revealed voids in the adhesive coverage within the housing resulting in fluid paths to the leak sites. The observed leakage was the result of incomplete/improper adhesive deposition during device assembly, resulting in a fluid path between the extension tubing and the needle and through the needle housing. The sample is a supplied component and the supplier has been notified of this event. A lot history review (lhr) of asbys0087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the nursing staff were accessing the port to flush saline, the saline started leaking from top of the base where the needle goes through. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, over-pressurization, and material damage; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of asbys0087 showed no other similar product complaint(s) from this lot number. Device not received.

Event description:
It was reported that when the nursing staff were accessing the port to flush saline, the saline started leaking from top of the base where the needle goes through. There was no reported patient injury.